Manufacturer narrative:
Evaluation results, component and conclusion codes were corrected.

Event description:
It has been reported to philips that the wired foot switch was not functioning. The device was in clinical use. There was no harm reported. A philips field service engineer (fse) visited the site and confirmed the wired footswitch was faulty. The wired footswitch was replaced, and the device returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis was performed when the issue occurred. The procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed there is the malfunction in the footswitch. After reviewed the log file the fse confirmed that the wired footswitch failed. Philips engineer has replaced host pc and hard disc. After replacing the spleath and graphics pedal and footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.